Event description:
The customer alleged that the unit was leaking a cidex opa on the floor. The customer also reported that the unit only appears to leak while cycle is running. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component was evaluated at the customer's site. The fse verified that there was fluid leaking from machine. The fse tied a wrapped hose to main pump valve. The fse ran a cycle. Machine meets mfg specifications.